Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported two unused and originally packaged tube sets were returned for evaluation. Visual inspection performed by a packaging engineer determined the seal was less than ¼" due to the device being in the seal area during the sealing process. Dye leak testing was performed and verified there was no compromise in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. This is the only complaint against this lot of (B)(4) units. A two-year review of device history revealed 56 similar complaints, involving 112 devices, have been reported. During this same timeframe, (B)(4) devices have been manufactured and shipped worldwide, making the occurrence rate of this failure 0.0008 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Both reported 0037860 tube sets are expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected two 0037860 tube sets for "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomalies were discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.